Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that post pump exchange the patient had issue with subtherapeutic internalized normalized (inr). The patient was bridged with lovenox until inr was within therapeutic range. The patient is currently doing well at home.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported event could not be confirmed. The patient remained ongoing on lvad support with no further related issues until being transplanted on (B)(6) 2013. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.